Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in the common femoral vein was achieved with two proglide devices using the pre-close technique via an 8.5f sheath prior to an ablation interventional procedure. Reportedly, after the procedure, the suture of the second pre-placed proglide device was attempted to be tightened; however, the suture was noted to be separated and came out of the anatomy. It is possible that the suture interacted with the sheath during the procedure; however, this could not be confirmed. Hemostasis was already achieved with the suture of the first pre-placed proglide device. No further treatment was performed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.